Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had a frayed cable. There was no report of patient involvement or no reported injury. Isi followed up with the initial reporter and obtained the following additional information: da vinci xi robotic instrument arm fray. Unable to use further in case as it does not function properly with frayed cables. Instrument was cleaned after case and given to me for further action. Submitting instrument for further investigation.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.